Event description:
It was reported that the customer's insulin pump has scratches at the corner of the screen and cracks near the reservoir compartment. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit was tested with a new battery cap and no blank display noted after words. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Unit received with blank display due to corroded battery cap contact.